Manufacturer narrative:
The IFU states the following: allow all preps and protectants to dry completely before applying the dressing to prevent skin irritation and to ensure good adhesion. Any active bleeding at insertion site should be stabilized before applying the dressing. It also states to inspect the dressing daily and change the dressing as as necessary. The dressing should be changed if it appears to be saturated or overly swollen*.*note: to test if the dressing is fully saturated, lightly press down on a corner of the gel pad with your finger. If the gel pad remains displaced once your finger is removed, the dressing should be changed. Note: tegaderm¿ chg gel pad is not designed to absorb large quantities of blood or fluid.

Event description:
A nurse reported an 1877-2100 3m¿ PICC/cvc securement device + tegaderm¿ chg chlorhexidine gluconate IV securement dressing was applied to an inpatient's new PICC insertion site. When the dressing was changed, seven days following application, the insertion site was reportedly red, hot and irritated. The PICC catheter was removed due to skin condition. The nurse reported the patient required a new PICC insertion.